Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no physical sample was received. One photo was provided from lot 0001256582. During visual inspection it was observed an used bottle which its access tip is disconnected from the drainage line, therefore, failure mode could be confirmed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Based on the investigation performed it was determined probable root cause relies in the personnel not following procedure since the instruction work it-dbi-029 explicitly defines how to perform the assembly between the drainage line and the access tip. Employee awareness and training was performed on 01aug2019 to refresh the manufacturing personnel on the it-dbi-029 which clearly defines how to perform the assembly between the drainage line and the access tip. H3 other text : see manufacturer narrative.

Event description:
I want to inform you about a defective drainage set. The access tip disconnected from the tube. No patient harm. Yes. The access tip was connected (inside) to the valve when it became disconnected from drainage line.

Manufacturer narrative:
(B)(4). A follow up will be done upon completion of investigation or if additional information becomes available.

Event description:
I wanted to inform you about a defective drainage set. The access tip disconnected from the tube during use . No patient harm.